Event description:
Pt's wife reports that after an exchange on saturday, the pt noticed that his shirt was wet after being disconnected and "clamped". The tubing was leaking in spite of the declamp being completely closed. The pt was seen at the clinic, the tubing was changed and he received vancomycin and tobramycin prophylactically for the possibility of peritonitis. The pt has experienced no further ill effects. He has three full bags of this lot and one partial. The partial bag is available for return to the mfg site for evaluation. The tubing and actual suspect device were retained at the clinic. They will be returned if still available. A mailer with instructions has been sent to the the pt. 7/2 spoke to nurse. The actual tubing and clamp are still at the clinic. A mailer with instructions has been sent to the clinic. Cultures were not taken.